Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: e1 country.

Event description:
It was reported that approximately 76 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, instability, pain, swelling/edema, joint laxity, osteolysis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant products: - logic cr femoral cem, right, sz 3 (cat# 02-010-03-0330 / serial# (B)(6) - lgc tibial fit tray cem sz 3f / 3t (cat# 02-012-45-3030 / serial# (B)(6) - three peg patella 35mm (cat# 200-02-35 / serial# (B)(6) - collar fixation pin 2pk 40mm, quick release (cat# 201-78-82 / serial# (B)(6) - kms1312.m62 90x13x1.19mm (cat# 203-96-50 / serial# (B)(6) - threaded pin size 2.3 collared 2pk (cat# 521-78-23 / serial# (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01539. The revision reported was likely the result of contributions from patient-related conditions, instability, and/or rotational malignment between the femoral and tibial components, which lead to the reported prosthesis wear and pain. Inclusion of the implanted polyethylene in the packaging recall may also have been a contributing factor; however, the contributions of each to the sequence of events cannot be confirmed because the components were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.